Event description:
Per report, "pt with hm2 lvad called mcs pager stating he had been having pump alarms (low flow) only when on mobile power unit - wall unit. Pt brought into clinic and determined to have either an hm2 pocket controller issue necessitating controller change or a driveline fracture which would require treatment with external driveline repair, if this falls, would require surgical replacement of hm2 lvad. Pt needed to be admitted for this, initially refused admission until plan was in place. Plan created. Pt admitted. Pocket controller changed, no improvement, on the next day external driveline repair completed by company engineers. This was not successful. Pt will require surgery to replace pump, however chose to go home with equipment to lessen the risk of hm2 pump stop and failure until he is ready for surgical replacement of pump." Pt needs to have device exchange but has elected not to at this point. Thus device had not been returned to MFR for evaluation.